Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused the patients symptoms. The neurosurgeon and physician reported that the aligners were associated with the reported symptoms. This event is being filed as an MDR as the patient reported being hospitalized while an invisalign product was being used.

Event description:
The patient reported symptoms of jaw pain and pain of the face. The patient reported visiting a neurosurgeon and a physician, and spent 4 days in the hospital, due to the reported symptoms. The patient reported having a spinal tap surgery performed by the physician, a CT scan, and a MRI. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued (B)(6) 2018 and the patient is currently asymptomatic.